Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device found that the rx tunnel of the device was loose. No damage was found on the catheter of the device. Several quantities of dry contrast were also found inside the balloon. The balloon lumen was occluded and could not be unblocked. A microscopic examination of the balloon found a pinhole in the body of the balloon, which is consistent with the reported event of inflation failure. Regarding the found failure of rx tunnel, this problem was traced to the manufacturing process, and an investigation has been completed to address this issue. Regarding the reported event and found failure of balloon pinhole, it is possible that the interaction between the scope and other sharp devices during the procedure could create friction on the balloon, causing the balloon pinhole to develop. Therefore, the most probable root cause of the event is adverse event related to procedure. A review of the device history record (DHR) was performed, and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a hole was noted when the balloon was being filled. The procedure was continued, and completed without the use of another hurricane rx balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.